Event description:
It was reported that during a biliary stenting treatment procedure, the sheath was damaged. The target lesion was in the bile duct. A biliary stent 8.5fr/7cm had been advanced to treat the target lesion. The inner guiding catheter was retracted; however, the stent would not deploy. The device was exchanged for another biliary stent 8.5fr/7cm and the same malfunction occurred. While "zigging the catheter or moving scope to release the stent", the catheter was torn. The stent was able to be released and the procedure completed with this device. There were no patient complications reported with the patient's current condition listed as "good".